Manufacturer narrative:
We have requested more information regarding device and primary implantation date.

Event description:
It was reported that a revision surgery took place due loose tibia insert.

Manufacturer narrative:
Please see attached filed for the results of our investigation. (B)(4).